Manufacturer narrative:
The customer's au480 chemistry analyzer was evaluated and the failure mode was identified as a faulty sodium electrode. The customer replaced the sodium electrode to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous na (sodium) patient results on their au480 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no impact to patient treatment. The customer stated qc (quality control) was within the laboratory's established range before the event.